Event description:
Procedure: laparoscopic inguinal hernia repair with 10 mm trocar and inflatable balloon. Upon inflation of balloon after insertion into trocar, the balloon burst. A piece of the balloon had to be removed from the pt by the surgeon. A new trocar and balloon were subsequently tried and the same thing occurred. The attending nurse states that the local sales rep was present during the procedures and he stated that this balloon rupture is not infrequent with this product.